Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, physical damage to the lcd screen was observed. The lcd screen was unreadable. The device's lcd screen was replaced to address the issue.